Event description:
The pump was returned for investigation. Investigation revealed that there was contamination under buttons. This report is made based on results of investigation completed on (B)(4) 2011.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2011 with the following findings: evaluation revealed that the keypad was torn from ok button up to the up button. A damaged keypad will allow contamination to permeate the button contacts negatively impacting the button function. The damaged keypad is obvious and detectable and should alert the user to discontinue use of the pump. The keypad symbols were found to be worn. The ok button was found to be intermittently unresponsive. There was contamination under the key contacts. During investigation, the pump rebooted with the battery that was returned. The battery cap was in good condition. The battery compartment was found to be cracked from threads to case seal. The display screen was found to be scratched. The vibrator motor was unresponsive and the vibrator motor pins were found to be misaligned. (B)(6).